Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the occlusion events by changing the cartridge and resuming insulin, and a pump system check was to be completed by technical support.